Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09867.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09867. It was reported patient is experiencing uncomfortable stimulation. Diagnostic testing revealed high lead impedance values. Manufacturer's representative attempted to reprogram; however, it was not possible to cover patient¿s pain area due to high impedances. It was also reported that when patient tries to adjust the stimulation, it shuts off automatically. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.